Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump has been alarming no delivery for the past couple days. The patient's blood glucose at the time of incident was 82 mg/dl; however, she had recent values in the 400 mg/dl range such as 432 mg/dl. The patient treated via manual insulin injection. During troubleshooting, the customer resolved the alarm by changing the infusion set and reservoir. The reservoir was not returned for analysis.